Event description:
It was reported that while the ventilator was connected to the patient, the water trap in the filter that was connected to the patient breathing circuit was not working. The water was just building up above the water trap portion. There was no patient harm. (B)(4).

Manufacturer narrative:
Our investigation into this matter is finalized. A single-use bi-directional bacteria/viral filter was exchanged. No parts, other than the filter, were exchanged in the ventilator system. The filter was not returned for investigation but, filters from the same batch have been received. A filter from the same batch was mounted on a ventilator with a humidifier in the patient circuit. Ventilation was started and after a while, it could be confirmed that the water was collected in the water-trap as intended and not building up above the water-trap as reported. Our conclusion into this matter is, that it's not a batch related failure that caused problem with the water-trap. The device log files have not been received for further investigation and confirmation of the event. No information about the breathing circuit setup, or how long/period of time that the filter had been in use has been provided from the customer. According to the user's manual, the filter should be replaced every 24 hours or less to avoid increased resistance. The expiratory airway pressure must be carefully monitored. The root cause has not been determined from this investigation as a result of lack of further information provided from the customer.

Event description:
(B)(4).